Manufacturer narrative:
A system service check of the medrad® stellant flex injection system, serial number (B)(6), was performed on (B)(6) 2024, which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the procedure were discarded by the site; therefore, they are not available for evaluation. The customer was unable to provide the lot number of the disposables used during the procedure; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been accepted by the customer and was provided by the clinical performance center. The medrad® stellant flex CT injection system operation manual cautions the user as follows: warning: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care inc. Was informed that a 74-year-old male inpatient undergoing a CT scan for a pulmonary embolism suffered an alleged air injection while connected to a medrad® stellant flex injection system (sn (B)(6)). It was reported that an estimated 5 ml of air was noticed on the displayed images. Following the event, the patient was reported to have been intubated and, after an undisclosed period of time, the patient was discharged to home with no further issues reported.